Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: a picture was returned for evaluation. Upon visual analysis of the picture received. It was observed an opened box of stratafix product code (B)(4).. The reported condition could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the procedure & event date? - lap hysterectomy, date unknown. Could you please confirm if these 3 issues reported occurred in the same procedure? If not ¿ I believe they occurred on 2 separate occasions in which in one procedure 2 of the stratifix snapped and they had to open a third and in another procedure one stratifix snapped. Could you please confirm if the other 2 issues was reported and provide reference number? No. There is only one more issue to report. What was used to complete the procedure? Same like device ¿ used a new stratifix to complete the case. Please clarify how many devices present the issue (event description indicates 3 but product involved indicates 12) please confirm ¿ three devices on two separate occasions but the user would like a new box replaced. Did the patient suffer from any consequence due to the issue (suture snapping)? If yes please provide more details. No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent a lap hysterectomy in (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: a picture was returned for evaluation. Upon visual analysis of the picture received. It was observed an opened box of stratafix product code sxpp1b455. The reported condition could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the procedure & event date? - lap hysterectomy, date unknown. Could you please confirm if these 3 issues reported occurred in the same procedure? If not ¿ I believe they occurred on 2 separate occasions in which in one procedure 2 of the stratifix snapped and they had to open a third and in another procedure one stratifix snapped. Could you please confirm if the other 2 issues was reported and provide reference number? No. There is only one more issue to report. What was used to complete the procedure? Same like device ¿ used a new stratifix to complete the case. Please clarify how many devices present the issue (event description indicates 3 but product involved indicates 12) please confirm ¿ three devices on two separate occasions but the user would like a new box replaced. Did the patient suffer from any consequence due to the issue (suture snapping)? If yes please provide more details. No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ug /m.

Event description:
It was reported that a patient underwent a lap hysterectomy in (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 3/31/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned additional information was requested, the following was obtained: what is the procedure & event date? Unknown * could you please confirm if these 3 issues reported occurred in the same procedure? Only 1 snapped in this case. The other 2 snapped in another procedure reported on complaint number pc-001065068. Please refer to that number for further details * could you please confirm if the other 2 issues was reported and provide reference number? Yes they were. Complaint # pc-001065068 * what was used to complete the procedure? Same product, new package * please clarify how many devices present the issue (event description indicates 3 but product involved indicates 12) please confirm only one in this procedure * did the patient suffer from any consequence due to the issue (suture snapping)? If yes please provide more details. Not to my knowledge trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m.